Manufacturer narrative:
The product has not been returned to microline surgical for mechanical evaluation or investigation. Although the product was not returned for an product investigation, this is a known issue. Microline inc., has noticed an increase of reported devices with this similar failure. A corrective action plain has been issued in efforts to address the increase of these failures. (B)(4).

Event description:
During prep time for a surgical procedure the heat shrink from the renew fenestrated grasper cracked. The procedure and anesthesia time was extended by ten minutes. There was no harm to the patient.

Manufacturer narrative:
The device was returned, decontaminated and visually investigated. Upon visual inspection, this complaint has been confirmed. The returned tip was returned with a missing heat shrink. (B)(4) has noticed an increase of reported devices with this similar failure. A corrective action plan has been issued in efforts to address the increase of these failures. This is an known issue that is being addressed in (B)(4). As part of microline inc constant product improvement, as of (B)(6) 2017 all microline inc reusable tips were recalled. All of customers were made aware of this product recall while this issue is being addressed.